Event description:
A surgeon reported that after the flap had been cut, at first the unit did not respond to the joystick command for z-movement, and the gantry did not lift off the patient. After several attempts, the unit responded to the commands, and the gantry lifted off the patient. The impact to the patient was not reported. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).